Event description:
Patient was revised to address pain and cup loosening. Update 11/13/2013 litigation papers were received. There is no new additional information that would affect the investigation. The complaint was updated on: 11/18/2013. Update rec¿d 1/5/2015 - medical records received. Dob provided. Patient revised to address elevated metal ion levels. Upon revision, fluid was noted. The head, stem and sleeve are being reported. The stem remained in situ. This complaint was updated on: 1/29/2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).